Event description:
It was reported that the customer received an incomplete fill tubing as they had not completed the loading process. The customer then experienced an elevated blood glucose level of over 500 mg/dl. Elevated bg was addressed by a manual insulin injection. The customer acknowledged that they had initiated the load sequence but had not completed the load process.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.